Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: on (B)(6) 2017 contacted sales rep to see if there was any torqueing or bending that could have led to the break. He said he was not aware of any extra force. He was also not sure if the probe struck bone. He said the temps got high but no other issues.

Event description:
It was reported that during an unknown procedure, the surgeon was using mw probe for pre-transection coagulation technique. About four cycles in to procedure, surgeon noticed a piece of the tip of one of the probes had broken off. Surgeon retrieved the tip and handed it off the field. A new probe was used to finish the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Nothing out of the ordinary was seen in the call home review. Location of probe is unknown. Probe not returned. Device history lot: lot ml16112488, work order (B)(4) was reviewed. One probe, sn (B)(4) had fep and probe handle damage. This probe was reworked. No other issues were seen during manufacturing or testing of this probe.